Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the extraneal was re-introduced into the patient and cloudy fluid did not occur again. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of peritoneal cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal, dose and frequency not reported) and ceftazidime (intraperitoneal, dose and frequency not reported). Pd therapy was discontinued. At the time of this report, the event of peritoneal cloudy effluent was resolved. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.